Manufacturer narrative:
The parts are loose in the package. During the investigation it was determined that the bonded part was being cleaned by dipping it in alcohol instead of the ultrasonic cleaner as the procedure requires.